Event description:
It was reported that during a balloon kyphoplasty procedure (bkp), the balloon burst at 150 psi inside the patient. Patient did not have allergy to contrast media. It was also reported that "it did not appear there were any fragments of the balloon inside the patient". No patient complications were reported.

Manufacturer narrative:
(B)(4). Product analysis results: "visual and optical examination of the returned ibt did not identify rupture or cut. Injecting instrument with fluid identified leakage at the distal tip. The location and nature of failure is consistent with pin hole leak in distal bond due to contact with bone shard. The above observations are consistent with damage."